Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Information contained in this report was previously submitted through psr on 28/oct/2013. Device evaluation: visual analysis of the returned device identified: deformation, crease fold, wear abrasion, cloudy in the gel, calcification white and weight to the spec. Voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "moderate" breast pain. Healthcare professional reported implant exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.